Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported that the bellows stuck resulting in a loss of mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
The bellows was replaced by the customer to resolve the reported issue.